Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter read inaccurately high compared her feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began ¿sometime in (B)(6)¿. At an unspecified date/time, the patient obtained a blood glucose reading of ¿400 mg/dl¿ with the subject meter. The patient manages her diabetes with an insulin pump. On (B)(6) 2014 between ¿12:30-1:00 p. M.¿ the patient stated she took an increased dose of medication (lantus, 30 units; humalog, 40 units) in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient claimed, a month after the alleged issue occurred, she developed symptoms of ¿headaches and blurry vision¿. The patient denied receiving any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.